Event description:
It was reported that the device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis identified high current drain within the hybrid subassembly as the cause for the battery depletion. A component anomaly was identified as the cause for the high current. The failure mode was lost during further examination of the component.